Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.